Event description:
As reported by a field clinical specialist (fcs), approximately 3 years and 8 months post-implant of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the valve failed due to stenosis. The patient was hospitalized with shortness of breath (sob) & other heart failure symptoms. The patient is on dialysis. A 23 mm sapien 3 ultra resilia with +2 cc's of volume was implanted. Post-implant, the patient's mean cath gradient is 4mmhg.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected investigation conclusions and investigation findings. Added new information to the type of investigation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint was unable to be confirmed due to unavailability of returned device/relevant imagery/relevant medical records. Available information suggests patient factors (atherosclerosis (chronic kidney disease, dialysis) likely contributed to the event as noted in the complaint description. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.